Event description:
It was reported by the patient¿s wife that the patient died. The caller alleged that the implantable cardioverter defibrillator (ICD) system contributed to the death. The caller stated the patient was ill and had cardiac amyloidosis but she felt that the device would have helped him. The patient had just been discharged from the hospital after a lead revision procedure and when the patient arrived at home he collapsed. Emergency medical services was called. CPR was performed and the patient was taken to the hospital where he died. The caller inquired why the alarm didn¿t sound and why the device did not shock him. The caller stated the death certificate states cause of death was cardiac arrest, cardiomyopathy and cardiac sarcoidosis. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).